Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The complaint device was received and evaluated. Only a small fragment of the anchor was received. Visual observation of the returned broken piece of the device indicates that the threads on the screw are stressed, indicating that the anchor has been used, and that it is a possibility that it was caused during insertion or removal. This complaint can be confirmed. However, we cannot discern a root cause for this failure with the returned fragment of the anchor. A non-conformance search was performed for this product code 231816, lot l245136 combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the customer's milagro tapered screw broke on the femoral side during an anterior cruciate ligament acl procedure. The case was completed by removing the broken screw and using another one in the same bone hole. There were no patient consequences but a 2 minute delay was reported. The sales rep was not present for the case and could not provide anymore details. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.